Event description:
It was reported that this pacemaker recorded a code 1003 which is indicative of battery voltage too low for the projected remaining capacity. A request was made to have data from this device analyzed. Data analysis showed the battery appeared to be depleting more quickly than expected. This device was explanted and replaced. No additional adverse patient effects were reported.